Manufacturer narrative:
During the technical inspection, the error description provided by the customer, " image blurred ", could be confirmed. Within the inspection of the optical system, significant residue was found behind the distal cover glass, suggesting that the optical system was opened improperly. This suspicion was confirmed by the presence of an adhesive seam at the joint, which deviates from karl storz specifications. Furthermore, dirt particles were found on the end faces of individual rod lenses, which is a further indication of improper third-party repair. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image from the telescope was blurred. No negative impact in state of health reported.